Manufacturer narrative:
Evaluation summary: samples were not returned for evaluation. No product serial number and day of treatment was provided, therefore no review of the log file, product history review of the system history could be performed. Since the reporter did not provide valid contact information, no additional information can be requested. The root cause cannot be determined conclusively due to the lack of information. (B)(4).

Event description:
In a report received from the regulatory agency, a consumer reported that following lasik surgery, he has experienced intense eye pain and light sensitivity, which are disabling and affecting his quality of life. He has tried to relieve the pain with various medications without success. It is unknown which eye(s) were affected, as this was not indicated by the consumer. Attempts to obtain additional information were made; however, the consumer could not be contacted at the email address or phone number provided.